Manufacturer narrative:
Age at time of event: mid (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vein. Following deployment of a wallstent, a 16-6/5.8/75mm xxl esophageal balloon catheter was advanced for post dilatation. However, during the first inflation at 5 atmospheres for 1 minute, the balloon ruptured. The device was fully deflated and was removed intact from the patient's body. A second 16-6/5.8/75mm xxl esophageal balloon catheter was advanced to perform post dilatation. However, during the first inflation at 5 atmospheres for 1 minute, the balloon also ruptured. The device was fully deflated and was completely removed from the patient's body and a third 16-6/5.8/75mm xxl esophageal balloon catheter was advanced and successfully completed the post dilatation. Subsequently, an 18mmx6cm xxl esophageal balloon was advanced for further dilatation and the procedure was completed. No patient complications were reported and the patient's status was fine.